Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power however, they did not receive a low battery alert prior to the no power. The customer's blood glucose reading was 162 mg/dl at the time of incident. Troubleshooting advised customer to change battery, clear the alarm and complete the reservoir and tubing process which should resolve the issue. Customer was advised to call back if the fix does not work or if further troubleshooting needed.